Event description:
Patient reports dentist indicated the patient was not a good candidate for the aligners. The aligners have caused teeth crowding, causing the top teeth to up against the bottom teeth, resulting in teeth damage. Current upper/lower aligners noted as #15. Dental history includes crowns in unknown location and grinding/clenching of teeth.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.